Manufacturer narrative:
Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Field data was reviewed regarding initial reactive rate (irr), repeat reactive rate (rrr) and specificity for lot number 87016m500. The irr, rrr and specificity was within package insert specifications. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. MDR number 1415939-2018-00159 was submitted for the other lot, 88041m500. An evaluation is in process.

Event description:
The customer observed multiple false reactive results while using prism anti-hcv reagents. The following data was provided. (B)(6). The specimens were (B)(6) using hcv nat. No impact to patient or donor management was reported.